Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In late september/early october the user began hearing a loud sound when he wore his processor. It could be comparable to a tone, loud and uncomfortable but there was no pain present. It started out soft but then grew in intensity but it is now constant whenever the user wears the device. The sound is described as feedback when a mic is on and it's too close to the speaker.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. No information on possible re-implantation has been received.

Event description:
In late september/early october the user began hearing a loud sound when he wore his processor. It could be comparable to a tone, loud and uncomfortable but there was no pain present. It started out soft but then grew in intensity but it is now constant whenever the user wears the device. The sound is described as "feedback when a mic is on and it's too close to the speaker."